Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025, in order to remove the abutment.

Event description:
Per the clinic, the patient experienced infection around the abutment site. Subsequently, an abutment removal procedure was done on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.